Event description:
A site rep reported they experienced red status behavior during an ent case with the system. The doctor was able to register the patient with the system, but the system displayed red status when they tried to verify instruments in the navigate task of the software. Moving the emitter did not resolve the issue. The doctor decided not to use the system for the procedure. There was no impact to the pt.

Manufacturer narrative:
The emitter was returned for eval. The emitter passed performance testing and navigation showed green status. The reported issue was not able to be duplicated by a medtronic rep. A replacement emitter was sent to the site which resolved the issue.